Event description:
It was reported that intermittent right atrial (ra) lead undersensing was noted. It was also reported that the patient thought they may have received a shock from their cardiac resynchronization therapy defibrillator (crt-d). Upon review of the device transmission no shocks were observed. The ra lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.